Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had experienced an unexpected restart. The customer¿s blood glucose level was unknown. The customer states the alarm occurring after every battery change for the last three battery changes. Troubleshooting was performed for an unexpected restart, alarm and noticed received another alarm. Advised that the pump will need to be replaced. Advised to monitor the pump and that patient may continue to wear the pump until a replacement arrives. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.] Unit passed unexpected restart error test and displacement test. No unexpected restart alarm or unexpected restart/low battery / off no power alarms, reset time/date anomaly after change battery noted during testing. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, stained address/serial number label and stained end cap sticker.